Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was narrow and 90% stenosed. The xience prime 3.5 x 18 mm stent delivery system balloon was inflated twice to 12 atmospheres and negative was held for 10 seconds and the stent was implanted however the stent delivery system balloon completely failed to deflate after several attempts. The balloon was then ruptured in order to withdraw the stent delivery system. In follow-up, it was reported that the device was prepped (air aspiration) inside the anatomy. There was no resistance reported during removal of the protective sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported deflation issue was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported deflation issue cannot be determined. Reportedly, the device was prepped (air aspiration) inside the anatomy. Per the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use the first step under the operators instructions section is inspection prior to use which includes steps for removing the device from the foil and inner pouches. The next step in the operators instructions section includes the preparation section with steps related to removing the device from the protective tubing, flushing the guide wire lumen and preparing the device by removing air from the system. In this case, the violation of the instructions for use does not appear to have contributed to the reported deflation difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).